Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/pt contacted lifescan customer service in 2009 alleging that her one touch ultrasmart meter was reading inaccurately low. She claimed that the inaccuracy issue first occurred "several weeks ago" and that 2 weeks after the issue began, she developed symptoms of extreme thirst, "slow to move, " and felt "bogged down." She went to the doctor a week prior, and compared her meter to the doctor's meter. She obtained "102 mg/dl" on the subject meter and "355 mg/dl" on the doctor's meter within 10 mins. The pt was treated with 6 extra units of novolog insulin. It was also noted that the pt 's lantus dosages were increased by 2 units. According to the troubleshooting conducted by customer service, it was noted that the test strips were not stored properly inside the test strip vial. The pt was also unwilling/unable to confirm if the meter was properly coded. This complaint is being reported due to the following conclusions: the pt allegedly developed hyperglycemia 2 weeks after obtaining reported inaccurate low meter readings. She went to the doctor and was treated with insulin. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.